Manufacturer narrative:
Smiths medical received one medfusion® 3500 syringe pump for analysis in good condition. No external damage was noted. During flow and occlusion test the complaint could not be verified. A check clutch / plunger lever and a motor rate error was in the device event history log review. After checking alarm history, noted that the clutch was opened during an infusion; causing the check clutch error. Inability to determine the cause of the motor rate error. Based on the evidence, the root cause is due to user error. The failure was a result of the customer releasing the clutch during an infusion, which is inconsistent with the instructions for use. The pump was repaired and passed functional testing.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed clutch, plunger lever, and motor rate errors. No injury was reported.